Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device is not available; device remains implanted in patient.

Event description:
It was reported: fracture of the distal clavicle. Variax clavicle plate superior 3 lateral holes was used. A screw was inserted on the lateral side, but locking was not possible. It is possible that it was inserted by drilling at an excessive angle.